Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect was observed: evaluation of the photo indicated citrate tube without inner tube and cap/stopper assembly. Blood has leaked in the outer tube. Additionally, 10 retention samples from bd inventory were functionally evaluated and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® plus citrate tube, the inner tube separated from outer tube in one sample. There was no health impact or consequences reported.